Event description:
The pump was returned for investigation. Investigation revealed the display screen was dim and discolored, the display lens was cracked, and the battery compartment was cracked. This report is made based on results of the investigation performed on 07/13/2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/13/2015 with the following findings: investigation revealed the display screen was dim and discolored. The display lens was cracked. A battery compartment crack was observed. (B)(4).